Event description:
Severe dry eye and ongoing eye pain after receiving mibo thermoflo treatment in (B)(6) 2019. Reporter states that this procedure "burnt my eye." Reporter states that this device was used on the meibomian gland to alleviate dry eye symptoms. She has suffered from dry eyes for many years, and after performing internet searches, learned of mibo thermoflo and found a provider who performed this treatment in her area. She states the device is supposed to heat up to "108 degrees" and is applied over the eye, targeting the meibomian gland. Reporter was scheduled for four rounds of treatment but stopped going after three sessions due to pain and discomfort. She also told the provider "I don't feel good" however these concerns were dismissed and was instead encouraged to continue with treatment. Shortly after the procedure, she developed an infection in her right eye, which "had never happened to me before" and now "my eye is a million times worse" because "all the moisture was sucked out of my eye." She describes it "felt like an iron was placed on my eye" and that due to ongoing pain and dry eye symptoms that this experience has been "my worst nightmare." Reporter states that her dry eye is so bad that when she cries, she produces no tears.